Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 9. On (B)(6) 2026, the implant was removed upon clinician¿s decision. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, hypersensitivity and inflammation. No further patient complications were reported.